Event description:
Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
(B)(4). Asr revision due to take place (B)(6) 2013. Asr xl - left reason(s) for revision: unknown. Update - added reason for revision and revision date taken from claimsuite dated 6th august 2013. Reason(s) for revision: alval / soft tissue reaction. (B)(4). Update 11 sep 2014 - rec'd clinical report; clinical ref; patient's sex, age, height and weight; new date of revision; additional reason for revision - osteolysis; filled in all necessary mw boxes, additional stem (B)(4)

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4) superseded by mdd CAPA-(B)(4). Addendum added 10 jul 2017. The complaint was reopened as received information form crawfords. Complainant address, city, zipcode, file handler, email address and product harm codes. No further actions identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision due to take place (B)(6) 2013. Asr xl - left, reason(s) for revision: unknown. Update - added reason for revision and revision date taken from claimsuite dated (B)(6) 2013. Reason(s) for revision: alval / soft tissue reaction. Update received 8th october, 2013. Revision confirmed by (B)(6) to have taken place on (B)(6) 2013. Update 11 sep 2014 - rec'd clinical report; clinical ref; patient's sex, age, height and weight; new date of revision; additional reason for revision - osteolysis; filled in all necessary mw boxes, additional stem patient's year of birth is (B)(6). Update 20jun2017: received information form (B)(6). Complainant address, city, zipcode, file handler, email address and product harm codes. Updated on july 04, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.